Event description:
Customer complaints blood leak during treatment. No patient harm, no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case in considered closed. The root cause of this event cannot be determined.